Event description:
It was reported that the asymptomatic patient presented for follow up. An interrogation of the device revealed over-sensed noise exhibited by the right ventricular (rv) lead. Noise has resulted in pacing inhibition. The patient was scheduled for replacement and the lead was capped on (B)(6) 2025. There were no patient consequences.